Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was randomly powering itself on and off. The customer also indicated that the service wrench was illuminated. There was no report of any patient use associated.